Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) revealed the connector pins were broken. (B)(4).

Event description:
Additional information was received from a consumer. A harness issue was reported on (B)(6) 2016. It was stated that the part that went on the implant broke. A replacement shoulder holster and recharging belt were sent to the patient. It was later reported that the recharger was broken and that the harness was fine. It was stated that the patient received the harness in the mail, but that isn¿t what was needed. It was reported that the recharger broke about a week prior to the report. It was reported that the patient thought the metal connector pin was broken since the wire came out. It was noted that the desktop charger connector had broken off. A replacement desktop charger was sent to the patient. Additional information was then received from the consumer three days later. It was reported that the patient received the replacement desktop charger, but it didn¿t resolve the issue. It was stated that the wrong part was sent to the patient. It was reported that the replacement desktop charger was tried, but the recharger still would not power up and would not charge. A replacement recharger was sent to the patient. The patient then reported that the replacement recharger was not working, but after troubleshooting, it was confirmed that the recharger was working as intended. Additional information was received on january 10, 2017 from a healthcare professional which related previously reported information to patient¿s problems with their recharger. It was reported that the patient¿s deep brain stimulation had turned off due to battery depletion. It was also reported that the patient had not been able to charge due to the recharger not working properly. It was noted that the replacement of the recharging device had led to resolution of patient¿s legs curling up and difficulty walking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the hcp reported that the troubleshooting done and actions/interventions taken to resolve the trouble walking and legs curling up was replacing the recharging device, resolving the issue. It was stated that the cause of the trouble walking, legs curling up was the dbs being turned off due to battery (charging) depletion. The patient was not able to charge the dbs due to the charger not working properly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The sibling of the patient reported that the patient's implantable neurostimulator (ins) was on, but the patient was acting like the device wasn't on as of the monday prior to date notified, (B)(6) 2016. It was stated that the patient has neurological dystonia and can't function with their right leg because of spasms and can't control the muscles. The patient started having trouble walking and now couldn't walk because their legs were curling up from the dystonia. The implant was checked using the patient programmer (pp) which showed it as on/ok with the caller having the ability to change stimulation. Follow up with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is dystonia and movement disorders.